Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response de to corroded keypad traces. No button error alarm noted during testing. Insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 328 mg/dl, which the customer treated with 8 units of insulin via manual injection. The customer stated that he may have been lying on the insulin pump in his pocket when he was propped against it. Advised replacement of the insulin pump. Nothing further reported.